Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered pain, mesh erosion, severe pain, nerve damage, recurrence and possible additional surgeries, and other injuries. No further info has been provided.